Manufacturer narrative:
The field service representative (fsr) adjusted the screw on the side of the encoder knob, but the issue remained. The fsr replaced the pump display and functional testing was performed successfully. The unit operated to the manufacturer's specficiations.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) roller pump encoder knob was not functioning properly, as slightly turning would cause the speed to jump much quicker than usual. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.